Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2138-50, serial #: (B)(4), description: scs phase iii lead, 50cm.

Event description:
A report was received that the patient underwent a revision due to the lead being superficial. The physician buried the lead deeper and was satisfied with the patient's progress.